Event description:
Rptr alleged obtaining discrepant back to back blood glucose values of 317, hi (greater than 600 mg/dl), 158, and 183 mg/dl when all tests were performed minutes apart on the advantage system. Rptr stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.